Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that for the last 2 or 3 months, the sensors are coming out bent. The customer also reported that the morning of the call, the sensor was reading 60 mg/dl and the insulin pump was on threshold suspend but her blood glucose was 316 mg/dl. She received two calibration error alerts and a change sensor alert. No troubleshooting was performed as the customer was not wearing a sensor at the time of the call. Customer was advised to call if assistance is needed.